Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After crossing the guidewire, a 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.